Manufacturer narrative:
Concomitant medical products: product ID: 407645, product type: lead , implanted: (B)(6)2012 , product ID: 429688, product type: lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.